Event description:
A malfunction alarm, specifically malf 1, was reported and could not be reset. There was no adverse impact to the customer's blood glucose level. The customer is set to use multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software has been sent by cts. The customer was given instructions for sensor use and returning the faulty pump, which were understood and acknowledged.